Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that the atw45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would not staple and would not cut. Upon the first use, the stapler could close normally on the tissues, but the firing trigger was stuck. The stapler couldn't be activated. The device was removed and another stapler was used successfully. There were no adverse consequences for the patient.

Event description:
During the initial procedure, an acumed 4.5 olecranon threaded compression rod, 10mm olecranon compression nut, and olecranon rod threaded insert were implanted on (B)(6), 2010 without any issues. During the post-op review, the x-ray shown the rod was all the way up against the threaded washer and about half the threads of the rod were through the compression nut. After the post-op check with the patient, an x-ray revealed that the rod is backing out. The patient is not experiencing any pain but could feel it. The rod and compression nut were replaced and a 1mm washer was added to enhance compression due to compromised bone quality.